Manufacturer narrative:
Concomitant: product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a patient was currently in the ICU (intensive care unit) on life support, and the baclofen pump was infected and so was the "hardware" that was put in the patient. The infection reportedly started when the patient first got to the hospital approximately one month ago. The healthcare professional (hcp) at the hospital reportedly said ¿they need a password to check the pump, they filled it up and when they did one surgery on him they cut it off and I don¿t know if they cut it back on or not but it¿s infected.¿ it was unclear what this surgery was related to. It was later noted there was a request for the "pump off code" and that they were going to be explanting. The hcp had no further information about the infection location or reason the patient was on life support. The pump was being used to infuse baclofen (unknown). No outcome, or reason for the "one surgery", was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.